Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent and advised the customer to use multiple daily injections (mdi) as a backup therapy in the meantime.